Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were incorrect patient details on electronic protected health information and temporary profile issues. The customer had reported patient information or details not listed in pyxis, and the case had been in the queue for 1 hour without assignment. Station inactivity was set to 3 days, preventing the customer from pulling medications. A technical support specialist took over the case, corrected the patient details, adjusted the auto discharge date to 6 days, and confirmed that the patient and medications were showing up on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es patient information/details not listed in the pyxis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.